Event description:
During replacement surgery the surgeon noted a stray piece of plastic near the generator set screw. The plastic was found just before the surgeon closed the patient, therefore it is unknown where the plastic came from, and when it could have detached from the generator. Diagnostics were within normal limits. The manufacturer's device history records of the generator were reviewed. The generator passed final functional, and quality specifications prior to release. No other relevant information has been received to date.